Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known ac adapter and a known good patient circuit connected. The ventilator passed 72 hours of extended tests at the customer¿s settings. The ventilator also passed troubleshooting and the final test which includes many ventilation and alarm functions. A review of the event trace log was done dating from (B)(6) 2017 to (B)(6) 2018, with a total number of 455 records. The event trace log contains no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the ventilator was delivering inaccurate concentrations of oxygen. There was no report of any patient use or harm associated with this reported event.